Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Customer repeated test with new cartridge and the result was positive. Initial reporter no longer at facility, no additional information will be provided. Eua # (B)(4). The following information was provided by the initial reporter: customer reported a false negative result with test 256082. The fist test was performed on (B)(6) 2021, the result was negative and the test cartridge presented three lines, customer was suspicious of this, and repeated the test on a new test cartridge, again the three lines presented and the analyzer gave a positive result. Steps taken with customer/troubleshooting: customer was provided information regarding the internal control lines on test cartridges an was requested further information via email. Additionally, on 2021-03-26 the bd sales consultant provided the following additional information: initial reporter no longer at facility. Per staff, no one can provide additional information. No further action.

Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Customer repeated test with new cartridge and the result was positive. Initial reporter no longer at facility, no additional information will be provided. (B)(4). The following information was provided by the initial reporter: customer reported a false negative result with test 256082. The fist test was performed on (B)(6) 2021, the result was negative and the test cartridge presented three lines, customer was suspicious of this, and repeated the test on a new test cartridge, again the three lines presented and the analyzer gave a positive result. Steps taken with customer/troubleshooting: customer was provided information regarding the internal control lines on test cartridges an was requested further information via email. Additionally, on (B)(6) 2021 the bd sales consultant provided the following additional information: initial reporter no longer at facility. Per staff, no one can provide additional information. No further action.